Manufacturer narrative:
There was no additional, related information provided. With no additional, related information provided, the customer reported event was not able to be confirmed. The system was manufactured on may 22, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract procedure the phaco emulsification handpiece did not work. The case was completed as planned. There was no harm to the patient.